Event description:
On (B)(6) 2015, pt was scheduled for chemotherapy c6 folfox, 5fuci infusor compounded 4056 mg to be infused over 46 hours. Pt reported to clinic on (B)(6) 2015 at 4:18pm an d5fy was not completely infused. Dates of use: (B)(6) 2015. Reason for use: rectal cancer.